Manufacturer narrative:
Product complaint # (B)(4). Dmf# - (B)(4). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. (B)(4) - dec 12 2022 (B)(4) clinical notes ad 07 dec 2022 and (B)(4) clinical notes ad 07 dec 2022 (2) were reviewed by a clinician on 12-dec-2022. 20-oct-2022: patient returns to the office for follow-up after left knee revision. The surgeon states she was previously revised for aseptic loosening of the tibia and patella (captured on (B)(4). Post revision, she now has pain, stiffness, and swelling. She appears to have a dysvascular patella with breakdown. She has a large effusion and tenderness over the anterior knee consistent with patellar tendinitis. She has palpable fragmentation of the patella. 70ml of bloody fluid was aspirated to ¿reduce some of the burden.¿ 30-nov-2022: clinic visit states the patient has an avascular patella. The patellar button has now dislocated and is floating in the suprapatellar pouch. In the near future, the surgeon plans to make a limited arthrotomy and remove the button with a kocher so that the extensor mechanism is not disturbed. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for devascularizing patella. Abnormal radiographic evaluation. Free floating patellar button due to avascularized patella. Event is not serious and is considered mild. Event is definitely not related to device and is possibly related to procedure. Date of implant: (B)(6) 2020. Date of event: (B)(6) 2021. Left knee. Treatment: none.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned to depuy synthes for evaluation. The photo investigation confirmed the reported allegation. The device is can be seen well fixed to the cement, but the cement is not fixed to the patella. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. A-8391593 - dec 12 2022 (B)(4) clinical notes ad 07 dec 2022 and (B)(4) clinical notes ad 07 dec 2022 (2) were reviewed by a clinician on 12-dec-2022. (B)(6) 2022: patient returns to the office for follow-up after left knee revision. The surgeon states she was previously revised for aseptic loosening of the tibia and patella (captured on (B)(4)). Post revision, she now has pain, stiffness, and swelling. She appears to have a dysvascular patella with breakdown. She has a large effusion and tenderness over the anterior knee consistent with patellar tendinitis. She has palpable fragmentation of the patella. 70ml of bloody fluid was aspirated to ¿reduce some of the burden.¿ (B)(6) 2022: clinic visit states the patient has an avascular patella. The patellar button has now dislocated and is floating in the suprapatellar pouch. In the near future, the surgeon plans to make a limited arthrotomy and remove the button with a kocher so that the extensor mechanism is not disturbed. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received. The clinical database indicates the adverse event is serious. The clinical database also identifies "arthrotomy with excision of patellar component" as a treatment for the free floating patellar button due to avascularized patella.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 health effect - impact code if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. The photo investigation confirmed the reported allegation. The device is can be seen well fixed to the cement, but the cement is not fixed to the patella. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.